Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, bruising, swelling and "virus" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported injecting a patient with unspecified juvederm voluma and unspecified juvederm ultra. The patient complained "1 week later" of "pain to face, bruising and swelling." The patient was reviewed by another healthcare professional from the same clinic as the injector and "commenced" the patient on antibiotics. The patient was reviewed by the doctor via skype and noted "all looks within standard post symptoms range, antihistamines, and panadol for pain." Patient was booked for a subsequent review but cancelled due to having a "virus." Symptoms are ongoing. This is the same event and the same patient reported under MDR ID #3005113652-205-00377 (allergan complaint (B)(4)). This is the first MDR submitted for the first suspected product, unspecified juvederm voluma.